Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the events, ¿foreign material in the auxiliary water channel¿ and ¿foreign material in the nozzle¿, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to damage on channel tube, water tightness was lost; plastic distal end cover cracked; connecting tube wrinkled; suction cylinder had not color; and plastic distal end cover had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope distal end/plastic was broken. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: jet tube had foreign material present in the distal end side and the nozzle was found with foreign material attached to it and between itself and plastic distal end cover. The foreign material findings have been attributed to insufficient cleaning and customer mishandling. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.